Event description:
It was reported that an arteriotomy closure of a right common femoral artery was achieved using a starclose se device after a cardiac catheterization procedure. Reportedly, after the procedure the patient complained of symptoms of itchiness, pulmonary congestion, right groin tenderness, patient states that the right groin is swollen, no swelling was visible upon examination. The patient also has pain radiating down the right thigh and up into the right lower quadrant of the abdomen. The patient has increased anxiety. The patient reported that all of these symptoms started after the cardiac catheterization and use of the starclose se closure device. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, event reportedly occurred in (B)(6) 2012. It is indicated that the device remains in the patients anatomy and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.